Manufacturer narrative:
A bi-lateral mandible + chin psi was produced and implanted into the patient (B)(6) 2019 with no complications or expressions of dissatisfaction. On (B)(6) 2019 we received a letter stating the patient was dissatisfied and cited asymmetry (right side is bigger and looks more esthetic than the left side), and an indication of an unknown infection of the soft tissue on the left side. Our investigation indicates that the esthetics of the left side were not compromised due to infection but rather misalignment of the right mandible. Review of design shows the implants were symmetrical. After the data was received and reviewed on (B)(6) 2019 it was noted that the right mandibular implant was not positioned flush against the ramus as intended resulting in a symmetrical cosmesis. During this time there were no indications made stating the unknown infection was related to the manufactured device. The main focus for the revision surgery (19-0871)was to manufacture a new/revised implant free of charge to the patient to mimic the right-side mandible. Revision surgery plan date (B)(6) 2019. Routine bacterial endotoxin testing is performed by nelson laboratories on all batches before being released for distribution. All testing associated with this device is within the acceptance criteria. Records are available upon request. All validations and process controls for the device were found to be consistent and in the validated range.

Event description:
Patient received bilateral patient specific mandibular implants. Left side soft tissue became infected and exposed. The patient was advised by the surgeon of post-operative care,including avoiding touching the implantation site as well as avoidance of prolonged, significant,compressive stresses. The surgeon indicated that the patient was not compliant with post-operative instructions. Conservative treatment of the infection with antibiotic was attempted but was unsuccessful. Patient requested a new implant be manufactured to replace the left mandibular implant. Surgical intervention was required on (B)(6) 2019 to remove and replace the implant.